Event description:
It was reported that the patient received inappropriate shocks due to noise on right ventricular (rv) (tip to ring) channel. The device was reprogrammed. It was also reported there was high rv lead pacing impedance. The physician decided to explant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrthymia therapy. Beginning (B)(4)-2015, ventricular sensing integrity counts up to 17693, vt-ns episodes and ventricular fibrillation (vf) episodes detected with evidence of lead noise oversensing observed on rv lead. Rv lia triggered on (B)(4)-2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes.